Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion-failure observed during analysis. Final analysis found that received device was in backup vvi mode due to high current drain to the u1 ic. The cause of the damage could not be determined.

Event description:
This report is to advise of an event observed during analysis.